Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that the micrometer reading on the pmma changes a lot and the plume evaluator vacuum is low even after setting it to the max setting over the past few weeks. No patient harm reported.

Manufacturer narrative:
Additional information provided. During a onsite visit the fse (field service engineer) was not able to confirm customer issue with plume evacuator, micrometer issue. The fse replaced plume evacuator and micrometer as preventive measure. The fse also replaced optics and successfully completed system verification to specification. No technical root cause was identified. The field service engineer replaced plume evacuator and micrometer as a preventive measure. The manufacturer internal reference number is: (B)(4).